Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while loading the cartridge insulin was observed coming out of the cartridge pigtail. Customer changed out cartridge and syringe/needle. Customer's blood glucose was not impacted.